Event description:
Patient had flex-it since the (B)(6)2010. Patient was initially showed device use by nurse in doctor's office. Patient called customer service on (B)(6)2010 to request more 1.75" x 1.75" electrodes (same electrodes that is included in unit). Patient calls customer service back on (B)(6)2010 complained that using provided electrodes produced burns in the treatment area. Patient has used device with provided electrodes previously, but has had no burning effect like this. Patient has used device for 30 minutes and used it for a total of 60 different times. Patient is not allergic to latex (patient has worked around latex throughout career). Patient did not start any new medication. Patient did not put electrodes in same area each treatment. Patient stated device work as normal from previous treatments. Patient is using prescription strength ointment to heal burn. Patient no longer using device nor electrodes.